Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker patella. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the reported lot. The event was confirmed. The material analysis concluded that the fixation pegs fractured in overload. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Or manager at the clinic, reported the following event : "last week we removed a stryker patella. It was loosened and when removing, the surgical team found that the three "studs" were broken."

Event description:
Or manager at the clinic, reported the following event : "last week we removed a stryker patella. It was loosened and when removing, the surgical team found that the three "studs" were broken."